Manufacturer narrative:
Other, other text: g3: canada. No lot number was provided, therefore d4: catalog number, lot number, expiration date, UDI number, and d4 are unknown. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that under delivery occurred during an infusion of vancomycin. Per reporter the remaining volume in the patient's medicine bag was measured as 175 mls, however the pump indicated that 19 mls remained. It was reported that subsequently the patient's pump and tubing were exchanged. No adverse patient effects were reported.